Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 401 mg/dl. Customer stated that she didn't need troubleshooting for the high blood glucose as the set was kinked. Insulin pump will not be returned for analysis.